Event description:
It was reported that this right ventricular (rv) lead was explanted due to loss of capture (loc). This device was successfully replaced. Other than the procedure no additional adverse patient effects were reported. At this time this rv lead has not been returned to boston scientific.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.